Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's wife received the following results on the aviva system within 10 minutes: 223 mg/dl and 105 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.